Event description:
Reported alleged the customer obtained discrepant back to back blood glucose results of 500 mg/dl, 500 mg/dl, 500 mg/dl and 180 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.